Event description:
Patient had coronary bypass surgery last (B)(6) in which livanova 3t heater-cooler device was utilized during the procedure. Patient presented to clinic a few months ago for evaluation of sternal wound and returned to surgery a few days later (following the evaluation). Cultures from sternal wound tested positive with mycobacterium chimaera. Upon consult with the state and the center for disease control (cdc), it was recommended that this event be logged via FDA medsun report.

Event description:
Patient had coronary bypass surgery last (B)(6) in which livanova 3t heater-cooler device was utilized during the procedure. Patient presented to clinic a few months ago for evaluation of sternal wound and returned to surgery a few days later (following the evaluation). Cultures from sternal wound tested positive with (B)(6). Upon consult with the state and the center for disease control (cdc), it was recommended that this event be logged via FDA medsun report.